Event description:
It was reported that the right atrial and right ventricular automatic threshold (raat and rvat) features of this implantable pacemaker were suspended. Analysis of the device revealed that low amplitude and undersensing was observed on the right atrial channel and loss of capture on the right ventricular channel. Further review of the system was recommended. This device remains in service. No further adverse patient effects were reported.